Manufacturer narrative:
E1: establishment name: (B)(6). The customer reported that the device was cleaned, disinfected, and sterilized prior to returning for evaluation. The customer did not know what the foreign objects were. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the nozzle had foreign objects. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover had a white-clouded area. The connecting tube had a scratch. The water detection sticker 1c, had dots smudged and connected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient water supply/intake after the device had been inspected for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.